Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead noted both the internal and the external insulation was abraded through to the conductor coil. Microscopic evaluation indicated that the insulation damage was caused by localized compressive stress on the insulation surface. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle-first rib region.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited low out-of-range pacing impedance of less than 200 ohms. There was still good capture on the rv lead and the patient did not require pacing. There was also noise and oversensing noted on the rv lead. The physician elected to replace the device and lead. Both products were explanted. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited low out-of-range pacing impedance of less than 200 ohms. There was still good capture on the rv lead and the patient did not require pacing. There was also noise and oversensing noted on the rv lead. The physician elected to replace the device and lead. Both products were explanted. No additional adverse patient effects were reported.